Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported that erbe integrated electrosurgical unit (iesu) failed to deliver monopolar energy. The customer performed the following: power cycle, hard power cycle the iesu, use new cables and monopolar instruments, but the issue was not resolved. The tse had the customer use another monopolar energy cable, but the issue was not resolved. The customer used both top and bottom monopolar ports with no change. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the erbe iesu issue has been resolved.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was not confirmed using system logs however, log review revealed errors m 1c, m b1, m 11, m 18 and c 06. During functional testing, an issue was identified: monopolar connector one and two not detecting or recognizing the instrument. Erbe log showed no error. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.